Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08146. It was reported the pt had neither used nor recharged the scs system for approx 18 months. Pt also stated the system did not relieve the pain despite the reprogramming attempts. Hence, the pt had received an epidural injection in (B)(6) 2011 and did not have pain since then. F/u info suggested the pt was to make an appointment with the physician for possible surgical intervention.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.